Manufacturer narrative:
Currently, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's blood glucose level was unknown. It was reported that the customer had been receiving no delivery alarms on their insulin pump for two days and has replaced the infusion set and the reservoir four times. The customer states that every time the insulin pump has a no delivery alarm it seems that it is getting blocked somewhere different. The customer states that they are able to deliver a fixed prime at the time of the call. Advised customer to return infusion sets and reservoir for analysis and that their wasted infusion sets would be replaced. Nothing further reported.